Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of device of the returned device identified flat creases. A leak test and microscopic analysis were performed which identified partial delamination of the valve and no openings were found. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was no observations found related with the complaint reported by the physician, and delamination of diapherm flange disk assessed as adhesive failure; only 1% of the valve which didn't leak.